Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaws did not open when it was used on the proximal part of the inferior mesenteric artery at the 2nd firing. Eventually, the jaws opened somehow by grasping the trigger several times and the device could be removed from the patient. When the device was fired several times out of the patient, it functioned properly. After that, the same event occurred when the device was used for the patient again. Another device was used to complete the case. The blood vessel was not damaged. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on?---2nd. What vessel or structure was the device fired on at the time of the event? ---ima. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---there was a possibility. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? --- the trigger was grasped several times after the incident occurred and then the jaws opened. Was there any tissue damage? ---no. If so, how was it repaired? ---na. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.